Manufacturer narrative:
The device was not returned to the manufacturer for evaluation so the complaint could not be confirmed. All evaluations on the complaint catheter is based on the report from the user facility/distributor. The device was being used for aortic angioplasty which is an off label use. This catheter is only approved for pediatric pulmonary valvuloplasty. It also states in the report that an inflation device with pressure gauge was not used as is recommended in the instructions for use. It is unknown as to what pressure this catheter burst at. A comparative catheter was pulled and tested for rbp. It was the same catalog number as the complaint catheter, but a different lot number. The catheter was pulled and tested for rated burst pressure. A 0.014" guidewire was passed through the catheter. The balloon was immersed in a body temperature water bath. The balloon was inflated in 1 atm increments until failure. The diameter of the balloon was measured at each atm. The catheter burst in a longitudinal manner at 9 atm, which is well above the labeled rated burst pressure of 4 atm. The failure could not be duplicated unless the balloon was over-pressurized.

Event description:
As per the report from the distributor/user facility - balloon rupture (longitudinal) during aortic angioplasty.